Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the glass tube broke during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: 4.5 ml (glass) citrate tube broke on the top of the lid when used on the patient. Additional information received by reporter: were the tubes frozen?-the tube is not frozen. When used before it is stored at room temperature (4 ¿ 25 c). Was there damage upon receipt?-tt the time of receipt there does not appear to be visual damage. Packing conditions are still sealed. What was the time and speed of centrifuged? 1500 rcf, 15 minute. At the same time centrifugation, other citrate tubes do not break.